Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple ophthalmic knives did not cut. Additional information has been requested. Additional information received clarified that the knives did not cut when making the incision into the patients eye. Alternate standalone knives were obtained to complete the each procedure. There was no harm to the any patient.